Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect starting in (B)(6) 2015. The patient had stimulation up to 2.8v and everything was ok, but then they started wetting themself a lot. The patient¿s cardiologist wanted them to drink a lot of water, but their urologist didn¿t want them to drink a lot of water. When the patient tried to increase stimulation with their patient programmer, it would just stop. The patient synced with their implant and it was reviewed how to turn stimulation on. The patient turned stimulation on and then increased. It was further reported that the patient had no stimulation sensation. The patient had incontinence and no feeling of ¿pressure¿ or stimulation. The initial issue was resolved for about a week after the patient turned stimulation on. Then their symptoms returned again and the patient stopped feeling stimulation. The patient did not know how to use the patient programmer. The patient was able to connect and the patient programmer showed 2.8v on program 2. The patient was all the way up to 8.8v before that and later they were at 8v. It was determined that the patient¿s implantable neurostimulator (ins) was off and the patient didn¿t realize it was off. The patient turned stimulation back on and confirmed they felt it now. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.